Manufacturer narrative:
Additional manufacturer narrative/corrected data - outcomes attributed to adverse event.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a ruptured thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis (tgt4010/8248240) and a gore® introducer sheath with silicone pinch valve (ts2430/8381263). It was reported that the tag device was advanced outside of the sheath. Therefore, during the procedure the intima of the right external iliac artery damaged. It was unknown if the damage was monitored, or what treatment was undertaken, if any, to repair the damage. The patient tolerated the procedure. On (B)(6) 2010, during a post-operative follow-up, no issues were reported including the access site. The diameter of the aneurysm was 38 mm. On (B)(6) 2010, the patient was discharged. Subsequent follow-up imaging showed no issues, with the aneurysm measuring 38 mm. However on (B)(6) 2014, four year follow-up imaging showed that the diameter of the aneurysm enlarged to 49 mm. No endoleaks were reported. The physician elected to monitor the patient. On (B)(6) 2015, five year follow-up imaging showed that the diameter of the aneurysm further enlarged to 71 mm. No endoleaks were reported. The physician elected to monitor the patient. On (B)(6) 2015, the patient expired due to a ruptured thoracic aortic aneurysm.